Manufacturer narrative:
Correction: upon further follow-up, a medtronic representative reported that, at post posterior spinal fusion procedure, x-ray did not emit when fluoroscopy was checked. Even though the emit button was pressed, the x-ray did not emit. The image acquisition system (ias) application shut down afterwards. Ias application was restarted using a remote laptop on mobile view station (mvs) side. An attempt was made to restart application on the mvs side but failed and the application was seemingly unresponsive and responded slowly. The application was shut down once and restarted again and 2d images were normally irradiated afterwards. The pcba control board was returned to the manufacturer for analysis. Issue was able to be duplicated. During investigation, installed system control board in imaging system. Performed firmware load to function with 3.2 system software. System readied and after motion calibration was successful entered 2d mode. Initiated an exposure, and the system response was a short beep and no image. Remote desktop indicates error 25. After several attempts, the system when into stand alone mode. The hardware investigation found that reported event was related to an electrical failure mode; the system control board was faulty/defective. The imaging system's mobile view station (mvs) and computer were returned to the manufacturer for analysis. These devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and it was suspected that the image acquisition system (ias) computer and the mobile view station (mvs) computer were the cause of the reported event. Replacement of both computers along with the system control board resolved the issue. No further issues were reported. The returned mvs computer is currently under analysis, therefore, no findings are available at this time. The ias computer and the system control board were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system booted into standalone mode. A system reboot resolved the issue. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.